Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display.

Event description:
Information received by medtronic indicated that insulin pump was restore after inserting new battery. The self test was not ok. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.